Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated they have cracks around reservoir compartment. Customer is worried about reservoir not staying in. The customer was advised to discontinue use of the device and revert to backup plan. Customer stated they will continue to use and advised to monitor closely. Customer was advised that we are sending cot pump.

Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker, cracked case at the display window corners and cracked lcd window. The test infusion set and reservoir does not lock into place.